Event description:
It was reported that when using the bd pyxis¿ anesthesia station es device become stuck on the reboot screen, continuously spinning without completed the restart process. The customer attempted to reboot the station; however, the issue persisted, and the device remained offline in remote smart service. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-nov-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was stuck on reboot screen. A field service engineer (fse) reported the unit was stuck between a 7% download screen and a rebooting message over the weekend. Multiple reboots resulted in the same issue. A hard reboot was attempted by disconnecting the backup battery, but the issue persisted. The unit was reimaged, but errors occurred during application launch, possibly database-related, and customer support center was unable to determine the exact cause. The unit was reimaged again using a newly downloaded image on a different drive, after which the system functioned properly. Multiple reboots were required for auto app launch to work. The unit came online with no drawer failures and all drawers displayed correctly in configuration. Functionality and connectivity were verified. The system functioned as intended after the field service engineer repaired the device.